Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that at the end of the expected therapy time of 46 hours, an unspecified volume of fluid remained in the device. The device had been filled with fluorouracil in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date may 5, 2016 ¿ may 6, 2016. The device was not returned, however a photograph was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photograph could not objectively confirm the reported problem of under infusion because a flow rate test must be performed on the actual sample to verify the flow rate accuracy of the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.